Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained. The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid and lower abdomen with the cooladvantage applicator who was diagnosed with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.